Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient is trying to increase stim using the controller and it is not allowing her to do so. Caller states she hasn't used her programmer in a while, about 6 months, until recently and she can¿t get it to increase. Caller confirms stim is off with troubleshooting and states it is possible that she accidentally pressed the middle "off" button, but she is not sure. Patient services walked caller through turning stim on and the controller is working as intended, and patient decreased stim from p1-5.7v to 3.5v. Troubleshooting resolved reported issue, patient confirms she is feeling stim and able to adjust therapy. No further complications were reported or are anticipated.